Event description:
During an atrial fibrillation ablation procedure a pericardial effusion occurred. Following transseptal access, a reflexion spiral and tacticath quartz ablation catheter were advanced into the left atrium for mapping and ablation. The left pulmonary veins were isolated and during ablation of the right superior pulmonary vein the direction of the catheter appeared unusual on the ensite system and displayed one gram of contact force. The catheter was redirected and the issue was corrected. The tacticath quartz ablation catheter was replaced with another catheter of the same model to complete isolation of the right pulmonary veins. Thirty minutes following the change of catheter the patient became hypotensive and intracardiac echo revealed a pericardial effusion. A pericardiocentesis was performed and the patient stabilized.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. No visual anomalies were noted. The catheter was able to connect to the tactisys quartz system with no anomalies and the catheter's optical fiber properties were within specifications. The catheter was tested for leaks and occlusions and met specifications for each test. The catheter met specifications for electrical resistance; however, a short circuit was detected between electrodes 1 and 2 while the catheter was deflected. This may have contributed to the unusual appearance on the ensite system. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to release from sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.